Manufacturer narrative:
A reagent or calibration issue was excluded as the casue because the repeat result was correct. A specific root cause was not identified. According to the customer, the sample tip was not properly attached to the sample probe. This may cause incorrect pipetting on the analyzer.

Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their e601 analyzer. The customer stated the initial ft4 result was either 0.3 pmol/l or <0.3 pmol/l. The repeat result was 14.83 pmol/l. The repeat result was reported outside the laboratory. It was unknown if there were any adverse events. The ft4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.